Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) has the shakes really bad and they are not sure what to do. They walked caller through checking the implant status with the programmer (caller stated they never use the programmer); caller confirmed therapy is off, implant is 100% and pt has simple mode. They turned stim back on. Caller stated that the pt is not shaking now but saying they look "funny" and for a moment said the pt was not responding but now they are. Caller stated their body is feeling the vibration. Pt does not have ability to adjust stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. They reviewed with caller that because the implant was charged to 100% it seemed the pt was successful with charging so there may have not been any lightening strike damage. Caller agreed and confirmed that was speculation.